Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that there was less than an hour delay in the case.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9660651, serial/lot #: unknown. Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that there was a axiem portable system connection error. The procedure was performed without using the navigation system. The manufacturer representative visited the facility on the following day and the issue was resolved after connecting the usb port of the pc to another port. There was no impact on patient outcome.